Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and getting insulin flow blocked alarm when trying to did a correction. The customer¿s blood glucose level was 460 mg/dl and treated with manual injection. Customer states they performed a 5.0 unit fill cannula. Customer states the insulin exited. Customer was able to remove set at this time to test site portion of infusion set. Customer states the cannula was bent. The customer declined troubleshooting for high blood glucose and bent cannula and states cannula being bent was the reason of the insulin flow blocked alarm. The device will not be returned for analysis.